Manufacturer narrative:
Citation: brinkmann c et al. Cerebral embolization in tavr: valve type matters! Journal of the american college of cardiology. 2019 oct;74(13):suppl b679. Doi: 10.1016/j.jacc.2019.08.820. Epub 2019 sep 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of whether the risk for cerebral embolization assessed by diffusion-weighted magnetic resonance imaging (dw-MRI) is different with self-expanding versus balloon-expandable valves. Thirty-day outcomes were defined according to valve academic research consortium-2 criteria. The study population included 368 patients (predominantly female; mean age 81 years), 172 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). It was reported that the entire patient population underwent transcatheter aortic valve replacement without the use of a cerebral protection system and were evaluated for incidence, number, and volume of new brain infarcts by a blinded investigator using dw-MRI within 3 to 5 days post implant. Among all evolut r patients, adverse events included: stroke (2.9%) and development of new brain lesions as identified on dw-MRI (77.9%). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.